Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown morphine 8 mg/ml at 0.364 mg/day via an implanted pump. It was reported the event/difficulty occurred on (B)(6) 2021 during normal use. It was reported the pump residual volume was higher and out of normal limits. Exploratory surgery was done to figure out why and what was going on. During exploratory surgery, it was found that the catheter was kinked. The kinked part of the catheter was cut out. A 7.5 cm section. Then catheters were reconnected with catheter connector. This resolved the kinked catheter issue. There were no known environmental, external, patient factors that may have led or contributed to the issue. The patient¿s status was ¿alive- no injury¿. The patient¿s medical history was asked and would not be made available.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 07-feb-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.